Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user experienced issues with low sodium recovery for control material and patient samples. Of the data provided, the results for two samples were discrepant. Sample 1 initial result was 129 mmol/l, repeat result was 139 mmol/l. Sample 2 initial result was 132 mmol/l, first repeat result was 133 mmol/l. The user performed troubleshooting recommended by the technical support specialist including auto-cleaning the mixtower, tube conditioning, electrode service, recalibration and repeating controls. After the troubleshooting steps, sample 2 was repeated and generated a result of 140 mmol/l. The user stated she was going to submit corrected reports and did not know if the patients were treated based on the erroneous results initially reported. The lot number of the sodium electrode could not be provided. The user stated the issue was resolved and controls values were back in range after performing the recommended troubleshooting.